Event description:
It was reported that the customer wanted to stop a bolus that had been requested and delivered. Customer's blood glucose level was low after lunch and customer thought that the bolus could be stopped. Customer's school nurse indicated that the customer's blood glucose would be kept at a safe level. Customer felt "okay".

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.